Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced two glucose rises while still in range that triggered correction dosing followed by a hypoglycemic event to 54 mg/dl, treated with oral glucose tablets and juice, after which the user disconnected from the pump and administered long-acting insulin by injection before later performing a factory reset and reconnecting with guidance; the sensor was reported accurate, and the medical device problem and device component could not be determined due to insufficient information. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.